Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer had a memory problem during power-on self-test, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was completed as planned since the it¿s an intermittent which did not impact on the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem. A review of the system logfile found an ippc memory problem during post (power on self test). The defective ippc (image processing pc) was returned for analysis, and it was concluded that the gpu was defective. The fse replaced the ippc and performed functional tests. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.